Event description:
A (B)(6) female had received a shelhigh on (B)(6) 2007. Pt presented to (B)(6) emergency room on (B)(6) 2007 with swelling and tenderness surrounding incision r cea site. Pt also complained of hoarseness of voice and having difficulty swallowing. Pt returned to operating room for incision and drainage of surgical area.